Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the system encountered a non-recoverable fault with error code 319 pointing at arm 3. System was not connected to onsite. The intuitive surgical, inc. (Isi) technical support engineer (tse) received pictures of logs on the vision side cart (vsc) screen via e-mail, logs for error decoded and pointing at node 192 - axes controller carriage (acc) board in universal surgical manipulator (usm) 3) not present. Prior to calling technical support, the users had removed instrument on arm 3 using instrument release key (irk) and performed power cycle with emergency power off (epo). After power cycle of system arms 1,2 and 4 were not ready for use, not clear what occurred. Non-recoverable fault 319 for arm 3 returned. The customer removed all instruments and decided to undock the patient side cart (psc) and convert to a laparoscopic procedure. Isi followed up with the customer and obtained the following additional information: three arms were not sufficient for low anterior resection and also arms were close during surgery. After this error occurred, arm 3 could not be disabled. It was barely moving by forcing it after undocking. They did not used extra ports or increase port size. The patient tolerated the conversion, and there was no injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting error 319 occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified a physical cable damage inside of the arm, back of the carriage and replaced the universal surgical manipulator (usm) to resolve the error. The system was tested and verified as ready for use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm), was replaced after the completion of the procedure due numerous non-recoverable faults. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the replaced universal surgical manipulator(usm) 3 for failure analysis. The usm was tested with an in-house system. The unit was analyzed and the reported failure (error 319) was confirmed and replicated. The unit failed normal mode triggering error 319. The unit failed the rolling loop fiber test. The rolling loop was found to be loose and damaged. The rolling loop was swapped with a new one and the error fault resolved. The original rolling loop was reconnected, and the errors returned. The rolling loop was found to be defective. The probable cause is attributed to a component failure on the usm.

Event description:
Refer to h10/h11 for follow-up information.